Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure due to the implantable pulse generator (ipg) displaying an end of service (eos) message approximately one month prior to the procedure. It was noted that the device did not achieve its expected service life before reaching end of life. The ipg was subsequently explanted and replaced. Postoperatively, the patient was reported to be doing well with no complications. Per facility policy, the explanted device will not be returned for evaluation.

Manufacturer narrative:
Block b3: exact date unknown, approximate based on the date the manufacturer became aware of the event.